Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) fuses were replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that there was no line power going to the mobile view station (mvs). The fuses were blown. The manufacturer representative replaced and discarded the blown fuses. There was no patient present when this issue was identified.